Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. When starting the automated impella controller (aic), it said the pump was not recognized by the aic. The device was restarted and recognized the pump at first, but then the pump did not begin functioning. A second pump was used and again was not recognized on the first attempt, but began to function properly after a restart. There was no reported patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported pump issue has been completed. As seen in the device log: case start: pump not detected - power cycle epm" is recorded in the logs during start-up. This is an indication of the epm crystal failure mode. The console was returned to field service but the failure mode was unable to be reproduced which is frequent for this failure mode. The pump detection issue was due to the rarely occurring epm crystal issue. This report is being filed as part of a retrospective review of historical records.